Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported his insulin pump is alarming button error and he is unable to clear the alarm. Customer stated he was wearing the insulin pump while playing basketball under the rain. Blood glucose level is 118 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture on the keypad traces. No button error alarm during our testing. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. The insulin pump has cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube lip and missing the end cap sticker.